Event description:
It was reported that the right atrial lead had a sudden decrease in p-wave amplitude. The device was also noted to have a loss of bi -ventricular pacing. The programmed rate was changed to overdrive the patient's intrinsic rhythm. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Concomitant products: 5076-52 lead, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011. (B)(4).